Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F1908: delay of less than one hour f26: no patient impact g2: this event occurred in germany, see section e h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device. It was reported that the doctor could not successfully register patient on merged images. Touching the nose showed on the ear on the navigation system screen. Registrations dots collected looked reasonable on the screen. After a few tries, the doctor only used not merged images and it worked well. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.